Event description:
Customer reported that after a patient run was initiated, the venous chamber was adjusted but the pressurizing pump continued to run. The dialyzer blew and blood went all over the unit. All machine safety systems worked.